Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice device during the initial drain of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During troubleshooting, the patient mentioned that they may have connected to the patient line before it was fully primed; however, the patient was unsure. There was nothing else found during troubleshooting that would cause or contribute to the alarm. Proper procedures were reviewed and the patient planned to complete therapy using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.